Event description:
It was reported to philips that the system was unable to boot, stalling at philips logo. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot. The philips field service engineer (fse) visited onsite and upon functional testing, the fse reviewed the logs and identified a software crash on the suite pc. The fse attempted to reload the software, but the reported issue persisted. The fse confirmed that the suite pc was defective and needed a replacement. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis, however, the replacement of the suite pc by the fse resolved the reported issue and restored the functionality of the system. After replacement of the suite pc, installation of software and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.